Event description:
It was reported that there had been a motor stall that never recovered. The patient experienced underdose symptoms including a return of pain and less than 50% therapy relief. It was also stated that a pump was explanted. On the next day, it was reported that the error code 8476 (motor stall) was seen on a personal therapy manager. The patient had not had a known MRI or other medical procedure recently. Six days later, it was reported that, as of the prior thursday, the patient was reportedly receiving effective therapy. The drugs used in this system were dilaudid, fentanyl, and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8731, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter: product ID 8731, serial# (B)(4), implanted: (B)(6) 2004. Product type: catheter. (B)(4). Final analysis of the pump found corrosion, moisture, wear, and residue throughout the gear-train. Residue and shaft wear was found on the upper shaft of gear two. Residue was also found in the upper bridge jewel for gear two. During the decontamination process, the reservoir could not be aspirated or filled. It was noted that precipitate was found in the fluid path.